Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the tissue was being sewn during a laparoscopic minimally invasive esophagectomy procedure, the needle would not toggle to the other side of the instrument and during toggling, the needle disengaged and fell into the patient¿s cavity. The needle was retrieved and a new device was opened to complete the case with no additional issues. There was no patient injury.